Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# va2zvvt035, implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, lot# va2zvvt033, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jul-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient was trialed in the last week or so and they received stim in back and down both legs around 4-5 ma. However, at post-op appointment today, stim was turned on and amplitude was up around 18-19 ma before patient felt anything and even then it was only a slight sensation in their back, nothing in their legs. Caller stated x-rays haven't been obtained. Caller stated that patient has a rare disease stated and is on a lot of medications (prednisone and other steroids) but caller didn't think that was any different than when trial was done. Caller stated they tried programming the length of the lead and widening the pw and kept rate consistent around 50 hz but didn't notice any change in stim. Caller sent patient home with one lead turned on at low amplitude today. The caller was not with the patient. Agent and caller discussed that patient may still be healing at the lead site given their disease state/medical history and technical services (tss) suggested getting x-rays. Additional information was received from a manufacturer representative (rep). The rep reported that lead migrated out of the epidural space.

Event description:
Additional information was received, it was reported a lead revision was performed on (B)(6) 2024. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# va2zvvt035 implanted: (B)(6) 2024 product type lead product ID 977a260 lot# va2zvvt033 implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.